Event description:
It was reported via repair work order that the leg rest would not retract due to a bent frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.